Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vial has been found experiencing four occurrences of producing a false positive result. The following has been provided by the initial reporter: it was reported that there are 4 false positives on drawer b.

Manufacturer narrative:
Investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. Retention samples could not be visually inspected/ tested for reported defect. Batch history record review was used for this investigation. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on batch history record review results. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vial has been found experiencing four occurrences of producing a false positive result. The following has been provided by the initial reporter: it was reported that there are 4 false positives on drawer b.